Event description:
Caller alleged discrepant results (precision) comparison of inratio test compared with lab results. Results as follows: tested within 30 min. With fs using two different fingers for each test. Which meter (used) is unknown.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 1st-inr: 2.5, 2nd-inr: 1.6. The 2.8 (april) and 2.3 inr (june) since tests were done more than three hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Inratio meter: mean: 2.05, sd: 0.64, %cv: 31.04. Since 31.04% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested if returned. Unable to perform retained strip test due to unknown strip lot number on the event details. Hence, no further investigation is required. As of today, products associated to this complaint are not expected to be returned.